Manufacturer narrative:
(B)(4).

Event description:
It was further reported that pericardiocentesis was done to respond to patient's status.

Manufacturer narrative:
Device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12709; 2134265-2016-12710; 2134265-2016-12712; 2134265-2016-12713 and 2134265-2016-12714. It was reported that vessel perforation occurred and patient died. The more than 4.5mm diameter target lesion was located in the proximal left anterior descending artery (lad). A 1.50mm, 1.75mm and 2.00mm rotalink¿ burr and a rotawire were used to treat the calcified lesion after investigation of the vessel with a non bsc intravenous ultrasound catheter. Rotational atherectomy was completed and there were no apparent complications noted. The lad was then pre-dilated and stented with a 4.0 synergy¿ stent. Then, post dilatation was performed with a 4.5 nc quantum apex balloon catheter. After post-dilatation, an apparent perforation near the distal "lm" was noted with contrast on x-ray. Placement of a non bsc covered stent was done and the bleeding was controlled as viewed on x-ray. Patient appeared stable immediately following the procedure, however it was reported that the patient died later that day.